Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier: the UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) review and similar incident query for this product was not performed because the part and/or lot number was not reported and the product was not returned for analysis. Obtaining the device may have further aided the analysis; however, factors that could contribute to difficulty positioning and removing the device include, but are not limited to, damaged device, preparation technique, anatomical conditions or device interactions. The investigation was unable to determine a conclusive cause for the reported difficulties although the treatment appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The armada 18 ballon catheter referenced is filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a lesion in the mildly calcified right superficial femoral artery. The 5.5mmx100mmx150cm armada balloon dilatation catheter (bdc) was advanced over a 018 steelcore guide wire, and ballooning was performed. When attempting to remove the armada bdc, resistance was felt with the guide wire and the sheath. When trying to re-advance, the bdc could not be advanced on the guide wire. Both the bdc and guide wire could not be advanced past the sheath. Eventually, the bdc was pulled out of the patient enough to where the guide wire could be seen; and the guide wire had to be clamped to continue removing the bdc off the guide wire. Another guide wire and armada were used successfully complete the procedure without issue. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.